Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited sensing and capture anomalies. The lead was damaged during explant. The patient was in stable condition.